Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bottom breathing system assembly was replaced to resolve the reported issue.

Event description:
The hospital reported that, there is a leak in ventilator. There was no reported patient involvement.